Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to follow a series of corrective actions, including tightening the t:lock, delivering boluses while adjusting the tubing orientation, and ultimately loading a new cartridge onto the pump. The bolus was successfully completed, and it was resolved that the customer should replace supplies as necessary and resume insulin therapy.